Event description:
It was reported that a shaft break occurred. During a peripheral intervention treating a proximal stenosis of the "kidney" artery the shaft of a 4.0mm x 20mm maverick xl balloon catheter broke 15 cm from the distal end of the device, inside the patient. The physician recovered the broken piece of the balloon catheter from the patient. There was a good result without stenosis and dissection. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
(B)(4).